Event description:
It was reported that a e360 ventilator had a leak from the oxygen water trap. Patient involvement information was not provided by the customer. The ventilator was evaluated by a third party service provider and the customer reported condition was confirmed. To resolve the condition, the oxygen water trap was replaced. Medtronic was not authorized to service the ventilator.